Event description:
I was switched from freshlook colorblends contact lenses to acuvue oasys contacts on (B)(6)2010. Immediately the oasys lenses felt weird. I had an acuvue 2 lense in one eye and an oasys lense in the other. The next day, I had to throw away the oasys lense after about 20 minutes of wearing it. I tried to wear the oasys lenses, but after about a month, it felt like a foreign object was in my right eye. I discontinued use for a few days and went to the dr. There was a clear like bubble on the side of my cornea. She checked the other eye and said that I was allergic to something because the left eye showed signs of irritation as well. She had me on medication for 3 weeks, and I didn't see much improvement. I finally decided to put the oasys lenses in my eyes and they were itching, blood shot, dry for days after wearing them for a few hours. That's when I realized that it must be the contacts. There are thousands of negative reviews for these contacts. When I went to my eye dr today, she was so defensive! Acuvue must be paying off these doctors because they swear that nothing is wrong with oasys. Please look into these contacts. Check reviews on the sites. I've been prevented 3 times today from leaving a negative review on the acuvue website. These contacts are dangerous. I also noticed that when I checked my contact lense case from vacation, the oasys lense fused to or was stuck to my freshlook lense-I have pictures-. I think they had some type of adhesive in them. Please look into this! There are too many complaints out there to ignore. Dose or amount; -3.00, route: intraocular, -2.75, route: intraocular. Dates of use: (B)(6)2010 -- (B)(6)2010. Diagnosis or reason for use: prescription lenses for sight. Event abated after use stopped or dose reduced?: yes. Event reappeared after reintroduction?:yes.